Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset, which successfully resolved the issue. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.